Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic cholecystectomy, there was a little piece of blue fabric, from the seal. The fabric fell into the patient's cavity and was retrieved. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: the circular seal was cut. The trocar, cannula and duckbill seal appeared intact. A functional evaluation found that the device passed an air leak test. The trocar was disassembled to measure weld height, the weld height was in spec. (.250 +/- .005). Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.